Event description:
It was reported that the patient faced infusion set tape not sticking event on (B)(6)2026.

Manufacturer narrative:
E1: patient city: (B)(6).patient country: united kingdom.name: (B)(6).country: united states of america.based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number,reporting site: 8021545,manufacturing site: 8021545.